Event description:
When removing the right triple lumen subclavian catheter for patient discharge, a catheter was not attached to the hub. Upon x-ray, the central venous catheter was present overlying their right upper arm with the distal tip over the axillary region. The physician did not feel with the patient's current status the surgical removal is an option. The patient proceeded home with hospice as planned.